Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar spine therapy. It was reported that the clinician had a thread slip when screwing the pedicle screw into the set screw, which made it impossible to screw it in. Later, two new set screws were replaced during the operation.. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product:(B)(4), lot:h6002694 visual and macroscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. This type of damage is consistent with misalignment of the mas head and set screw threads during construct assembly. E1: initial reporter is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.